Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post bi-ventricular (bi-v) pace. The lead was reprogrammed in an attempt to eliminate twos but twos was still observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.